Event description:
It was reported that during an implant attempt, there was oversensing and noise on the device with pocket manipulation. There was also pacing inhibition at times. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.